Event description:
The customer reported a high pitched tone and a blank display. The customer put a new battery into the insulin pump, and the high pitched tone continued. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. The insulin pump also had a constant tone and blank display due to moisture damage on the electronics.